Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the buttons were harder to push during correction, insulin pump was shut off its own. The customer's blood glucose value was unknown. The customer was reported that the insulin pump was louder and slower to rewind, cracked at belt clip. The insulin pump will not be returned for analysis.